Manufacturer narrative:
Concomitant medical devices: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v336927, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v276341, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A consumer reported they had an infection in (B)(6) 2013. This was the patient's second infection and the deep brain stimulation (dbs) unit was removed. The patient was working with their health care provider (hcp) to see if they would be a candidate for dbs again. The patient's indication for us is parkinson's dual.